Event description:
The surgeon found the cup loosening by infection. The revision surgery was performed to remove the all implants. During surgery, black foreign matter like metallic debris was found on the stem and neck junction. Since it is reportable event to the government?

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the provided product/lot code combinations since their release to distribution. It was reported that the patient fell and the trauma may have contributed to the infection and implant loosening. Additional information was requested but to date nothing further has been provided to customer quality. A review of device history records from depuy (B)(4) and depuy international found no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient was implanted in (B)(6) 2008 and revised in (B)(6) 2012. It is not likely the devices contributed to the patients reported infection four years after implantation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.